Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wraps with struts stretched. Kinks were apparent along the distal shaft; 18-18.5cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an resolute integrity rx coronary drug eluting stent to treat a moderately calcified and non-tortuous lesion located in the mid left anterior descending artery exhibiting 99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing the device. The device did not pass through a previously-deployed stent. It was reported that the stent was deformed in-vivo during positioning. It was described that the physician wanted to apply a direct stent procedure and the stent failed to cross the lesion. The stent was pulled back and it was noticed that the stent struts were damaged. The procedure was completed using another medtronic device. It was also reported that the physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury.